Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a sheath leak occurred. A faradrive steerable sheath clear was used in an atrial fibrillation ablation procedure. Towards the end of the procedure, it was noted that there was some back bleed on the valve while the sheath was connected to a pressure bag and transducer. The procedure was completed with this device and the device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. A faradrive steerable sheath clear was used in an atrial fibrillation ablation procedure. Towards the end of the procedure, it was noted that there was some back bleed on the valve while the sheath was connected to a pressure bag and transducer. The procedure was completed with this device and the device is expected to be returned.